Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation revealed that a pacemaker mediated tachycardia had occurred. No program changes were made to the device. The device remains implanted.